Manufacturer narrative:
According to the field, the rv lead will not be available for return for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise. A high out of range shock impedance measurement of greater than 125 ohms and an alert for an out of range intrinsic amplitude was also observed. Additional information provided from the field indicated an x-ray was taken which showed the rv lead was fractured under the clavicle. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.